Event description:
As reported via (B)(4) registry, a patient experienced cardiopulmonary arrest, hypoperfusion and a transient ischemic attack (tia) during the index procedure. The target lesion was located in the proximal left internal carotid artery and was described as 60% stenosed, 30mm in length, eccentric and ulcerated. The reference vessel was 4.0mm in diameter and mildly tortuous. An angioguard rx with a 5mm basket was deployed beyond the lesion. A 7.0 x 40mm precise rx was implanted by direct stenting at the target lesion. There was still a narrowing in the proximal internal carotid artery, so post-dilation was performed with a 5.0 x 30mm aviator balloon. After post-dilating the lesion, the patient experienced asystole. The patient was given atropine, neo-synephrine, and dopamine, and chest compressions were initiated. The patient responded to the cardiopulmonary resuscitation and the medications. Upon awakening, she had aphasia and right upper extremity weakness that was diagnosed as a tia by the investigator. An angiogram demonstrated no flow in the internal carotid artery with the angioguard in place. The angioguard was retrieved with a large amount of debris in the filter basket.

Manufacturer narrative:
After the angioguard was removed, there was excellent flow in the internal carotid artery with no residual stenosis. The patient's symptoms promptly improved. The patient left the angiography suite with no neurological deficit. According to the investigator, the tia was related to the index procedure. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9610978-2010-00150, 1016427-2010-00081 and 9616099-2010-00598. Complaint conclusion: as reported via (B)(4) registry, a patient experienced cardiopulmonary arrest, hypoperfusion and a transient ischemic attack (tia) during the index procedure. The target lesion located in the proximal left internal carotid artery was 60% stenosed, 30mm in length 4.0mm in diameter, eccentric, mildly tortuous and ulcerated. An angioguard rx with a 5mm basket was deployed beyond the lesion. A 7.0 x 40mm precise rx was implanted by direct stenting leaving a narrowing in the proximal internal carotid artery, so post-dilation was performed. After post-dilating the lesion, the patient experienced asystole. The patient was given atropine, neo-synephrine, and dopamine, and chest compressions were initiated. The patient responded to the cardiopulmonary resuscitation and the medications. Upon awakening, she had aphasia and right upper extremity weakness that was diagnosed as a tia. An angiogram demonstrated no flow in the internal carotid artery with the angioguard in place. The angioguard was retrieved with a large amount of debris in the filter basket after which there was excellent flow in the internal carotid artery with no residual stenosis. The patient's symptoms promptly improved and the patient left the angiography suite with no neurological deficit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between the common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors.